Event description:
The time of event is unknown. There was no report of patient harm. Video image failure(blackout ).

Manufacturer narrative:
The product was returned to pentax medical for repair. Our technician checked the returned unit and confirmed that the cmos module with drive pcb blackout. Based on the result, we concluded that it was caused due to the excessive force applied on the cmos module with drive pcb. In addition, our technician confirmed that the lg connector fluid damage, the ccd drive pcb corroded, the lg connector corroded, the remote control buttons cut, the ccd drive pcb malfunction, the u/d knob disinfections damage, the distal body worn out, the cmos module with drive pcb defective, the ccd drive pcb defective, the bending rubber discolored, the insertion flexible tube discolored, and the r/l knob white marking faded/missing; however, these defects are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report ""hr-rpt-0586(image failure)"" and/or the risk analysis results, it was evaluated to submit MDR.